Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was newly on system controller. The pt had red heart alarm with "low flow" on display and reports one time power evaluation of 15.6. Changed positions and sat in chair. Red heart and "low flow" again, pt pressed the display button. "Screen went black, no green pump running symbol". Pt felt "jumping" in chest and lightheaded. Pt safely changed the system controller on self at home. Readings on new pocket controller: 9200 rmp, flow 5, pi 6.2-7.5, power 5.9. Labs done -- "ldh and cbc stable" per vad coordinator. The vad coordinator was unable to reproduce any alarms with driveline manipulation or changing position, no obvious external driveline issues. When the vad coordinator tried to interrogate faulty system controller, he connected to the hospital owned power module. The power module immediately got a yellow wrench alarm, that cleared when the system controller was disconnected. The vad coordinator tried a different power module. When he connected the faulty system controller to the other power module, he got a yellow wrench and red battery on the power module. The vad coordinator had to remove the internal battery of the power module and reset, it is now working fine. The vad coordinator ensured that the internal battery of the controller was intact during these attempts.

Manufacturer narrative:
The reported event of red heart alarms was confirmed during analysis. The evaluation of the returned system controller revealed a damaged pcb component. As a result the returned controller did not operate the pump and did not communicate with the system monitor. The component was removed and the log file was collected successfully. The info captured revealed numberous episodes where the controller was unsuccessfully attempting to operate the pump. These events were accompanied by low flow hazard and motor stopped alarms. The associated voltage levels suggest that the controller was connected to 014v batteries when the alarms occured. The mf has identified similar events where the component q15 could be compromised and as a result a CAPA has been opened within the MFR's corrective action system. A review of the device history records revealed no deviations from manufacturing or qa specifications. No further info is available at this time. The MFR is closing its file on this event.